Event description:
A healthcare professional reported incomplete incision noted after lensx procedure. The descemet's membrane peeled away from the cornea, and had to tamponade the membrane and re attach to the posterior portion of the cornea. Additional information has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).